Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she's encountered multiple patients in the past who report they have broken leads. Tss asked, caller did not have any specifics or pt info regarding this beyond the general comment made. No symptoms reported.